Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia, dizziness and low blood pressure. It was also reported that the following issues were observed on the right ventricular (rv) lead: intermittent non-capture, high thresholds and chronic diminished r waves. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.